Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the leaking was not confirmed. Evaluation did find the sealing ring was discolored. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the broken ceramic tip was likely due to wear/tear and wrong handling resulting from mechanically induced damage (mechanical overload, shock, or fall) and the sealing ring being discolored was likely due to wear/tear or wrong mishandling, definitive root causes of the defects could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the resection sheath was leaking. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the ceramic tip broke off. The report is being submitted due to the tip breaking off found during evaluation.